Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that she had a rash under the front therapy electrode. The rash was reportedly red, but was not open. The patient reported that her electrode belt was leaking gel from the front therapy electrode. The electrode belt has not yet been returned for evaluation, so the alleged gel leak cannot be confirmed. The patient's physician prescribed the patient a cream to use on the rash. Follow-up indicated that the rash was improving.